Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was lumen blockage of the foley catheter. Several cases occurred in this facility before, and this was considered a serious issue and was already reported. Lot#myjx2841 and lot#unk. Per follow up information received via ibc on 06may2025, stated that there was only 1 occurrence and no patient harm.

Event description:
It was reported that there was lumen blockage of the foley catheter. Several cases occurred in this facility before, and this was considered a serious issue and was already reported. Lot#myjx2841 and lot#unk. Per follow up information received via ibc on 06may2025, stated that there was only 1 occurrence and no patient harm.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was lumen blockage of the foley catheter. Several cases occurred in this facility before, and this was considered a serious issue and was already reported. Lot # myjx2841and lot # unk. Per follow up information received via ibc on 06may2025, stated that there was only 1 occurrence and no patient harm.